Event description:
The customer alleged no audio alarm. Both the facility biomed and the nellcor puritan bennett customer support engineer (npb cse) inspected the device and could not duplicate the alleged event. The original reporter was unable to provide more specific info regarding the alleged event. The unit passed extended self-testing. No parts were replaced. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.